Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the patient with diabetes had a leaking infusion site with a glucose level of 287 mg/dl and confirmed she did not require emergency services. She noted a similar issue the prior week when insulin appeared to leak from the connection point at the cannula, though no visible damage was identified. For the current event, she was advised to change the site, as the cassette and infusion set had been placed the previous day; upon removal, the cannula was not bent, but the site bled and was saved for return. The site had been placed on her thigh, an area with known absorption issues. She noted that the two sets leaked without visible damage. The event occurred while in use with the patient, operator of the device was the patient and the issue was resolved. There was no patient injury.